Event description:
It was reported that intermittently the 2600 system has no fluoro and a table not ready message was presented. System required reboot to work as expected. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a dirty connection at table backplane. Cleaned the connector. The system was tested and found to be working as intended and placed back into service.